Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the mvs would not boot up. Both fuses on the mvs were blown. Replaced fuses. Performed system checkout. Oarm was operational. Fdm10, fdr120 fdc4307. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside a procedure. It was reported that the system was not charging. This occurred outside of a case with no patient present.